Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing therapy and high voltage therapy from the c ardiac resynchronization therapy defibrillator (crt-d) due to atrial signal in the blanking period. The therapy delivered induced ventricular tachycardia (vt). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was confirmed via follow-up communication with the customer that the therapy was inappropriate. The patient received an inappropriate shock for an atrial arrythmia. The second shock for the induced vt was successful at returning the patient to a paced rhythm.